Event description:
Boston scientific (formerly guidant) received information via a review of the literature; a retrospective review was conducted of all patients who underwent an open conversion (oc) after a previous endovascular aneurysm repair (evar) for an aneurysm related indication from 2001 to 2010. Data was reviewed for 44 patients. Clinical outcomes are reported. Sixteen ancure endograft products were cited in the study. Reported adverse patient effects included: aneurysm growth (3 ancure explants, 4 ancure preservation), rupture (7 ancure explant, 2 ancure preservation), infection, endoleaks (type I, and ii). Intraoperative complication: bowel injury, bleeding, splenectomy, ureteral injury, and switch to open conversion . Additional complications: mortality during additional revision procedure(s) - 3 ancure endograft devices were noted, acute renal failure, pneumonia, abdominal compartment syndrome, bleeding, ureteral injury (stented), bowel injury, open abdomen closed with mesh.

Manufacturer narrative:
Attempts to obtain additional information and clarification regarding the clinical observations mentioned and involvement of the ancure product from the article author(s) were unsuccessful. The findings of the study were summarized in the article: cassius tyad ochoa chaar, md, raymond eid, md, taeyoung park, phd, robert y. Rhee, md, ghassan abu-hamad, md, edith tzeng, md, michel s. Makaroun, md, and jae-sung cho, md. Pittsburgh, pa; seoul, korea. "Delayed open conversions after endovascular abdominal aortic aneurysm repair" the journal of vascular surgery; 2012: vol. 55; number 6; pg 1562-1569.